Event description:
User reported a water leak coming from analyzer onto the floor which is wet the entire length of the instrument. No patient samples were involved and the operator was not harmed. The field service representative determined the cause to be split cell cleaner tubing on nozzle #4, and replaced cell cleaner tubing. Additionally, he cleaned surrounding area of cleaner. Performance tests were performed and within specification.